Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii gastrointestinal videoscope had internal defects of high channel pressure. The event was found during reprocessing. There was no patient harm associated with the event. The device was returned and evaluated, and it was found that there was foreign material in the nozzle. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. In addition to foreign material in the nozzle due to insufficient cleaning, additional findings were as follows: label peeling; biopsy or instrument channel had a leak; all switches had minor scratches; forceps passage had a leak; angulation was low; control knob had play; distal plastic end cover had deep dents and scratches; objective lens had a crack; light guide lens had a big chip; bending section cover had a leak and needed glue; insertion tube had buckle near glue; control body had minor dents and scratches; light guide tube had minor surface scratches; and scope connector had dents and scratches including plug unit. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.